Event description:
It was reported the patient had a systemic infection and five milliliters (mls) was withdrawn from the drug reservoir for culture and sensitivity. The catheter access port (cap) was accessed for withdrawal of drug and spinal fluid for culture and sensitivity and they were unable to aspirate the catheter. It was noted 0.2cc was withdrawn. The patient was in the hospital for systemic (B)(6) infection and the healthcare provider (hcp) wanted to test the drug in the pump for bacteria. There was no alleged product issue with the pump. It was noted no patient symptoms or complications were associated with this event and the patient's status at the time of this report was "alive-no injury." The pump was being used to deliver morphine. No interventions or outcome were reported regarding this event. The type of organism cultured, the cause of the difficulty aspirating the catheter, and treatment for the infection were also not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10813r67, implanted: (B)(6) 2001, product type: catheter. (B)(4).